Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Additionally, it was noted that the device could not be interrogated. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry appeared to be disabled. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.